Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Serial number not provided. Date of device manufacture unknown as no serial number provided. Device evaluation anticipated, but not yet begun

Event description:
Per (B)(4) aer database: the hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no report of patient injury.

Manufacturer narrative:
No repair information is available.